Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was "sealed" and "tight", and would not deliver insulin during use. The following information was provided by the initial reporter: "we have received feedback that some bd micro-fine ultra (4 mm) pen needles are sealed. A customer came by and informed about this. The customer did not get any insulin, because the needles she used were tight. We at the pharmacy tried twice, where we tested a pen cannula belonging to the customer and they were completely sealed. Then tried to put on (spare) cannula that we have in stock and got out insulin as usual."

Manufacturer narrative:
H.6. Investigation: thirty eight sealed and two open 32g x 4mm pen needle samples were returned from lot. No. 9114577, cat. No. 320141. Clog testing was carried out on the 38 sealed samples and no issues were observed. Visual examination was carried out on the two opened samples and a bent non patient end of cannula was observed. Due to the condition these two samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the two samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ ultra¿ pen needle was "sealed" and "tight", and would not deliver insulin during use. The following information was provided by the initial reporter: "we have received feedback that some bd micro-fine ultra (4 mm) pen needles are sealed. A customer came by and informed about this. The customer did not get any insulin, because the needles she used were tight. We at the pharmacy tried twice, where we tested a pen cannula belonging to the customer and they were completely sealed. Then tried to put on (spare) cannula that we have in stock and got out insulin as usual."